Event description:
Shortly after I got breast implants in 2008 I started feeling ill but never knew until recently that my breast implants were causing me to be ill. I have suffered chest pain, difficulty breathing, feeling as if I'm suffocating or dying, hair loss, raynauds, thyroid issues, migraines, anxiety, brain fog, muscle pain, weakness, joint pain and swelling, fatigue and so many more illness. I have seen doctors and been told they were stumped at what was causing all of my illness. I have tried reaching out to the original surgeon who implanted the devices to get no answer. He doesn't return calls or follow up with his patients. I am just tired of seeing so many woman sick from these and yet they are still on the market! They need to be banned! They are poisoning hundreds, thousands and millions of woman all over the u.s. There is no help out there either. We have to pay thousands of dollars to get them removed yet insurance carriers are denying us any coverage to remove the poisonous bags from our chest. Im petrified every day to be diagnosed with cancer from these especially after all the illness I have been suffering for years. We are told these things are safe but they are not at all! In fact they are causing permanent damage. They are destroying our lives. I have a date scheduled and have every intention of bringing my implants home. But I refuse to hand them over to any one who leads us on false hopes. The truth is it really doesn't really matter how many of us complain about becoming ill from these, nothing will be done! How many woman becoming ill, getting cancer, or suffering permanent irreversible damage is it going to take before they are banned? Look at this way how would you feel watching your significant other suffer day in and day out? You say back watched but there was nothing you could do but watch them suffer? We as woman have self-esteem problems but that¿s because the society we live in, movies expecting us all to look like super models, I mean come on you don't see any of them drooling or making remarks over heavy set or even chunkier girls on television or in magazines do you? We are expected to be 10's in society! If you are not then tough luck fitting in. The least we should have to worry about becoming ill with life long consequences from these devices. Explant surgery. FDA safety report ID # (B)(4).